Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. The device powered off after running out of battery during the event timeframe and was not powered on again until after hospitalization. The patient¿s caregiver reported that the patient had a pattern of removing the pump, not maintaining therapy, and not following prescribed infusion set and cartridge change procedures. Based on available information, the event was attributed to use-related factors involving interruption of therapy and failure to follow instructions, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 612 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with medical intervention, and discharged (B)(6) 2026. No long-term health effects were reported.